Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to adjust the flow factor. The g8 instrument is operational. No further action is required by field service. The most probable cause for a long sa1c retention time was the flow rate. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2015, which included data from (B)(6) 2014 through (B)(6) 2015. There were no similar complaints identified during the searched period, which includes this event.

Event description:
On (B)(6) 2015, a customer reported a long sa1c retention time on the g8 instrument. Technical support advised the customer to adjust the flow rate but the long retention time recurred. The customer was also advised to check for leaks; a small leak was identified at the top of the filter housing. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.